Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 4 and 24 hours. When removed, the patient saw that the cannula did not deploy and was not visible upon removal.

Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not visible in the viewing window. The exposed portion of the soft cannula was not seen past the bottom housing, further indicating that the device did not deploy. The download data showed that the device completed 45 pulses, all of which were first prime pulses, before being deactivated. No timeouts drive stalls or alarms were observed in the download data. The drive mechanism was investigated and no damages or deficiencies were observed that would have caused the device to not deploy. The device did not deploy because it was deactivated after the completion of first prime. No other damages or deficiencies were observed during the investigation; the device functioned as intended.